Event description:
The customer reported that the insulin pump alarmed no delivery during bolus. The caller had changed the infusion set and site, but the alarms continued. The customer mentioned being in the emergency room due to diabetes ketoacidosis, large ketones, and high blood glucose of 450mg/dl. Troubleshooting could not be performed as customer was driving at time of call, and she requested having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.